Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the handle cannula detached. The handle cannula presented slight marks of the handle assembly process, which indicates that the cautery pin was in contact with the handle cannula before it detached. Functional testing could not be performed due to the handle cannula detachment. A dimensional inspection was performed and all the measurements were within manufacturing specifications. The complaint was confirmed. This failure may have been caused by improper assembly of the handle cannula during the manufacturing process. It is important to mention that the active cord connector and insert were found within specifications. Therefore, the root cause of the complaint is manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013, that a captiflex small oval snare was used during a procedure. According to the complainant, during the procedure, the handle cannula detached from the finger ring assembly. The device was removed from the patient and another captiflex snare was used to complete the procedure. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captiflex small oval snare was used during a procedure. According to the complainant, during the procedure, the handle cannula detached from the finger ring assembly. The device was removed from the patient and another captiflex snare was used to complete the procedure. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.